Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with pump. The customer stated that the pump was calculating bolus for a 400 mg/dl. The customer also advised that the drive support cap was protruding from it's normal position and unable to troubleshoot for high blood glucose level. The customer was advised that the pump needs to be replaced. The customer was advised discontinue use of the pump and revert to a back-up plan per health care professional instruction. The insulin pump will be returned for analysis.